Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume setting. This was due to a short in the piezo buzzer due to deterioration of the buzzer's silver coating that created a silver bridge between two pins. The silver bridge was caused by contamination. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.